Event description:
A report was received that a patient was explanted due to inadequate therapy and discomfort at the pocket site. The patient was successfully explanted and is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved: model: sc-2158-70 serial #: (B)(4) description: enh p3a ld kit the explanted devices were not returned to bsn as they were discarded by the medical facility.